Event description:
The customer reported the system is displaying a data error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Customer will contact ge if problem recurs. System operates as intended. This MDR is related to ge healthcare (B) (4).